Event description:
This customer has tried lifestyles skyn for the first time and developed an allergic reaction to it. She stated that she felt pain in her vagina after intercourse. Our company called this customer on (B)(6) 2011 to follow up about her condition. On this date, we became aware that she has sought medical attention to ask for advice about her allergic reaction.

Manufacturer narrative:
Exemption number (B)(4), ansell healthcare products is submitting this report on behalf of (B)(4). The original complaint was received on (B)(4) 2011. Customer informed that no medical attention was needed at that time. Several attempts were made to contact this customer to follow up about her condition (phone calls and emails). Today, (B)(4) 2011, we were finally able to speak with her. She informed that she has been feeling better, but has visited a doctor to seek an advice about her allergic reaction. Her doctor told her that she is allergic to latex and polyisoprene (no allergy test has been done). He has not prescribed any medication, but she decided to use over the counter cortisone cream over the affected area. During our conversation, she also mentioned that she is allergic to a large variety of products. Additional info about the lot number: 1102750800 is the master lot of this product, which is composed of two inter-lots (1003783016 and 1008733016). Taking in consideration that this customer had not returned the product for eval, device history records for both inter-lots will be investigated by the manufacturer. Additional device manufacture date: 08/2010.